Event description:
It was reported that a large volume intermate had a leak. The leak was noticed because of a wet spot on the carton. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot 13m079 was manufactured november 18, 2013 - november 19, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was received for evaluation. A visual inspection confirmed that there was a leak. The leak was due to broken tubing at the luer adapter. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). A batch review will be performed. The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.